Manufacturer narrative:
Product ID 8709, lot# j0056597r, product type catheter. (B)(4).

Event description:
It was reported that the patient was scheduled to replace their pump. The patient's wife stated that the pump was not functioning right. The pump's actual residual volume (reported as 60 cc) exceeded the expected residual volume (reported as 10 cc). The patient's wife later stated that she did not know the exact numbers, but there was 'much more left each month than supposed to be'. The patient's wife reported that they thought the catheter was kinked, had leaked, or 'scarred down around it'. The medication used within the system was prialt.

Manufacturer narrative:
(B)(4) do not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The event date was noted to be 2013.